Event description:
It was reported that the patient was having a problem with his stimulation lately. The implantable neurostimulator (ins) and stimulation were turning itself off. The patient would notice he would be in a lot of pain in his arm, shoulder, and neck. When he would go to adjust the ins, it would be off. He would turn the ins back on and adjust to control the pain. During the times when the reported event was occurring, his arm would get tight and when he looked at the pp the ins was off. This had occurred 3 -4 times in the past month. The patient confirmed he would use the sync button to check the status of the ins. He would turn off stimulation at night then he would turn stimulation back on in the morning. When the ins turn off on its own the pain in his arm would get really bad, almost to the point of nausea. It was noted that the environments that these events occurred in varied. Once it happened by his computer and yesterday it happened while he was holding his digital sor camera. The patient could not really remember the precise details of when it occurred. Currently he believed the ins was over ½ full. He had not charged since around christmas and normally he would have to charge by now. This was odd because he usually recharged every ½ week to 2 weeks. The patient used the patient programmer (pp) and confirmed the ins was almost at ¾ full. His system had not been checked and he just talked to a manufacturing representative (rep) today. The patient could not see the rep until next week because he was going to be out of town. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3708140, serial# (B)(4), implanted: 2014-(B)(6), product type: extension. Product ID: 3708140, serial# (B)(4), implanted: 2014-(B)(6), product type: extension. Product ID: 3776-45, serial# (B)(4), implanted: 2013-(B)(6), product type: lead. Product ID: 3776-45, serial# (B)(4), implanted: 2013-(B)(6), product type: lead. (B)(4).